Manufacturer narrative:
On 26-may-2023, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2023. Reason for device explant and/or reoperation: right breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-jul-2023, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with a mentor memorygel breast implant 400cc gel breast prosthesis and a mentor memorygel breast implant 450cc gel breast prosthesis. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 26-jun-2023, the mentor failure analysis lab received the device for evaluation. On 06-jul-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed swelling in her body and become very sick after she had a mammogram. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis (left device) and a mentor memorygel breast implant 450cc gel breast prosthesis (right device) when the right breast prosthesis ruptured post implantation. It was reported that the right breast prosthesis ruptured because of a mammogram. MRI results diagnosed a possible rupture. Additionally, it was reported that the patient has swelling in her body and she has become very sick since the mammogram was performed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).